Manufacturer narrative:
Clarification to d6a. Implant date: 2006. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV¿. Device remains implanted.